Event description:
Reportable based on device analysis completed on 25-sep-2018. A 035/260/3mm amplatz super stiff guide wire was received with no reported issues. However, upon review of this device, the core wire was found to be detached and protruded. The unit was returned and has distal tip damaged, as part of overall visual revision. The device presents its coil elongated and bent on the distal section. Moreover, the core wire is detached and protruded from the distal tip. The overall length was unable to be measured due to condition of the device (elongated). The outer diameter of the distal tip, middle of the device, and proximal section are within specifications.